Manufacturer narrative:
Other relevant device(s) are:product ID: 3387s-40, lot#: va22cu4, implanted: (B)(6) 2020, product type: lead. Product ID: 3387s-40, serial/lot #: (B)(4), ubd: 01-may-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who reported they had a speech impediment because of the brain surgery done to put in the deep brain stimulation (dbs) device. Since the dbs device was implanted the consumer couldn¿t walk so they had to have a walker and a cane. The night prior the consumer tripped over the recharging wires and fell about six feet, crashed into their wall, and broke their finger. The consumer wanted the wireless recharger, so they didn¿t have cords they got in their way. An upcoming appointment was scheduled with the healthcare provider (hcp) for next thursday so they were going to discuss the request at that time.